Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient passed away on (B)(6) 2023 due to a watershed stroke. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established. A specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined. The submitted log files were reviewed and the system appeared to be operating as intended at the stored patient speed. There were no notable events or alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. No autopsy was performed, and it was reported that heartmate 3 lvas, serial number: (B)(6), was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists stroke, hemolysis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Onset of gi bleeding is captured under manufacturer report number 2916596-2024-00095. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted. Patient had multiple admission for gastrointestinal (gi) bleeding. They were discharged on (B)(6) 2023. On (B)(6) 2023, spouse found the patient gurgling on the floor. The patient was transferred to (B)(6) and found to have a small infarct that converted to multiple watershed infarcts with fixed gaze. The log files captured routine events; there were no notable alarm conditions or parameter changes. Lactate dehydrogenase (ldh) was trending up. On 24dec2023, ldh was 244 and on 28dec2023, ldh was 406.